Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as a rash to the patient's back. The patient's doctor advised her to remove the lifevest. Follow up was completed and the skin irritation was resolved. The patient ended use of the lifevest.